Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument was used once and then when placed a second time through the trocar, the jaws would not open, so the stapler had to be removed. A new one was obtained. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the sureform 60 stapler instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce or confirm the reported complaint. Review of logs did not find any errors for this instrument on its last use on (B)(6) 2023 using system sk2567. Last procedure showed 2 successful fires with no initialization failures. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed. Staple formation on test sheet was proper. The instrument unclamped successfully and was removed from the system arm. Motion issues were not replicated during in-house testing.

Manufacturer narrative:
A sureform 60 blue reload was returned with the sureform 60 stapler and found to have been fired. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. No loose staples were observed jammed in the garage track of the reload.

Event description:
Refer to h10/h11 for follow-up information.